Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6 investigation summary: photo received by our quality team for investigation. Through visual evaluation, foreign matter-dirt can be observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with entanglement in the belts. Vacuum system for cleaning equipment will be implemented, install sensor for detection or self-cleaning system when empty chain returns, and check the possibility of installing filters in the air outlets of the ongoing production are. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd blunt fill needle experienced open unit package. The following information was provided by the initial reporter, translated from portuguese to english: does the product have any protrusion? Ex.: is it damaged, crooked, with a leak, punctured? The packaging is partially opened; ¿ was the package torn and/or violated? Partially opened.